Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal vhd kit size 2 was deployed. After hemostasis was achieved the pt was moved to the cath lab holding unit. The pt was discharged later the same day. The pt went to an orthopedic physician in 4/2002 and complained of pain in the right groin with a large knot present. The physician assessed the groin and found a bruit and advised the pt to call their cardiologist. An ultrasound was performed and a pseudoaneurysm was diagnosed in the right groin. The pt was scheduled to receive a thrombin injection as an outpatient procedure and was to be discharged later the same day. No further complications were reported.